Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the transmission was delayed in the remote monitoring network. It was found that monitor that is assigned to the patient in the network and appears to be sending transmissions with a different serial number. The patient's monitor and serial number was updated in the network. The network remains in use. There was no patient involvement.